Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst commented, electrical resistance and cross continuity test results were within specifications. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure the patient experienced phrenic nerve/diaphragmatic muscle stimulation and the left ventricular (lv) lead exhibited high threshold. Per medical judgement the lv lead was replaced with a different lead. No patient complications have been reported as a result of this event.